Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the introducer needle supplied in the kit with no relevant findings identified. The probable cause of the needle hub cracking in use could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that after easy and successful insertion, air plus blood was aspirated. A hole on the needle was detected.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle attached to a syringe for evaluation. The needle and needle hub were visually examined under magnification. No cracks or any other defects were observed on the needle or needle hub. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and no leaks were observed from the needle hub. The needle also aspirated water as expected. The customer report of a damaged needle hub could not be confirmed. No damage was observed on the needle/hub during the visual inspection and no leaks were observed during leak test. There were no issues found with the returned sample.

Event description:
The customer alleges that after easy and successful insertion, air plus blood was aspirated. A hole on the needle was detected.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after easy and successful insertion, air plus blood was aspirated. A hole on the needle was detected.